Manufacturer narrative:
It is indicated that the paddle lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that six days after the implant procedure the patient was experiencing excruciating back pain, leg numbness, and leg weakness in both legs. The patient went to the emergency room and the following morning a magnetic resonance imaging confirmed that the cause of the neurological symptom was due to an epidural bleeding. The patient underwent a surgery as the patient had a blood clot in the epidural space apparently below where the paddle lead was inserted, and the clot was removed. No product was explanted. The physician noted that nothing happened during the implant procedure that may have caused or contributed to the issue, and that the procedure went as planned. He assessed that the event was not device related but was related to the procedure. The patient is residing at a rehabilitation center and is scheduled to be discharged on (B)(6) 2019. The patient has barely no feeling in both of her legs, cannot walk at all, and is using an electric wheelchair. Once discharged the patient will live with her daughter. The immediate prognosis is that she will regain mobility, or at least walk using a walker.